Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 435 mg/dl and treated with manual injection. Customer wants an assistance on insulin pump programming. Customer declined to troubleshooting for high blood sugar. Customer forgot to did the fill cannula and place settings on bolus wizard. The device will not be returned for analysis.